Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (40 mg/dl at its lowest). Juice and glucose tablets were consumed to address the low bg. The customer reported to have had inadvertently entered the pump am/pm time in reverse and was the cause of the low bg. The time was corrected.